Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited pacing issues and the right ventricular (rv) lead exhibited a high number of short v-v intervals and loss of capture. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from the physician that the patient's high number of short v-v intervals were due to the patient's condition and location of the lead placement, and was not due to a lead malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead appeared to be oversensing and that the rv lead exhibited short v-v intervals.